Event description:
The customer reported via phone call that the insulin pump fell of his pocket and the bottom part opposite to the reservoir came off. Customer stated that the insulin pump is in two pieces. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a stained end cap sticker, broken off end cap, a cracked reservoir tube lip, a cracked case near the display window corner, and minor scratches on the display window.